Event description:
Mic-key 18 fr 1.5 cm g-tube replaced. Balloon popped necessitating replacement. Two days later the balloon popped again requiring replacement of tube with a temporary g tube and a final replacement the next day.